Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.

Event description:
It was reported that in the hemodynamic department the medical doctor inserted the intra-aortic balloon (iab) via the femoral artery; while advancing the iab the proximal end of the balloon was not able to pass through the sheath. As a result, the iab was removed and not used. Another iab was retrieved and used with success. There was no delay or interruption in therapy noted. There was no medical/surgical intervention needed. There was no report of patient death, complications or injury. The patient outcome is fine. Additional information received stated iab and sheath were removed together, super arrow-flex (saf) introducer was used and they did not use the same insertion site for the second iab.